Manufacturer narrative:
Device was received, inspected and determined to be fully operational with no defects. Please see investigation report for compliant # (B)(4).

Event description:
Pt stated that nidek concentrator caused structure fire.